Manufacturer narrative:
Patient information was unavailable from the site. The returned cable was found to be in good condition with no apparent physical damage. The cable passed a continuity test with no opens or shorts detected. No problem found. Device manufacturing date, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used pre-operatively of a functional endoscopic sinus surgery (fess). It was reported that the axiem had recognition failure. There was no impact on patient outcome.